Manufacturer narrative:
There was no patient injury. The PICC was pulled due to inability to be flushed. The device has been received for analysis and some analysis of the device has been performed. However, additional evaluation of a part of the device by another one of our facilities is needed in order to try to determine the root cause of the incident. This report will be updated with the analysis when it has been completed.

Event description:
PICC was pulled due to inability to flush. Bulging was observed in the extension portion of the catheter. Tpn infusing.

Manufacturer narrative:
One catheter was returned for review. The catheter was flushed with water dyed red, and the failure of the catheter to flush was confirmed. The fluid would not flow through the catheter. As it appeared that the red water was not flowing into the catheter tubing, the catheter was cut through the oval disk just under the logo of the integrated extension set. The catheter was flushed again, but the remainder of the catheter still would not flush. As such the catheter was cut again just a little above the previous cut. After the second cut flushing was successful. The blockage was isolated to the middle section. The middle section was then cut in half to cut the embedded white tubing lengthwise. In this area, a piece of material in the catheter tubing was found that was clear. It was put into water to see if it might have been some sort of crystalized solution, but it did not dissolve. A review of the argon-athens dhrs and inspection records was conducted and no similar concerns were found. The supplier dhrs for the molded catheter assembly lot numbers 510408, 510409, 510410, and 510411 were reviewed. Results of leak, flow, and burst testing (to check for leakage or obstruction) were found acceptable. Occlusion in the observed location can be detected through leak, flow and burst tests and visual inspection conducted through the molding process. Communication from the sales team indicated that the occlusion occurred after the line was indwelling and infusing medication for a period of time. As such, it is unlikely that the occlusion was related to the manufacture of the device. The material may been related to the infusate or may have come from other accessory devices used with the catheter for infusion. First PICC catheters are 100% inspected at various times during manufacture. Leak, flow and burst tests are conducted to ensure that the lumen of the catheter is clear. Additionally, the instructions for use indicate that catheters are to be flushed prior to insertion to ensure patency.